Event description:
A complaint was received from an insulin dependent diabetic. Pt states that on the day of the event pt experienced in an insulin reaction. Pt stated that pt did a blood sugar test using the elite system and in the fasting state received a result of 227 mg/dl. Pt took pt's routine dosage of insulin and ate. Pt did not feel well and pt's family member did a blood glucose measurement and received a result of 122 mg/dl. Paramedics were summoned and transported pt to the hospital where upon admission pt's blood sugar was 50 mg/dl (method unknown). At the hospital pt was given orange juice with sugar. Pt did not recall the time spent in the hosp but pt was not admitted overnight. While on the phone a review of the system was conducted. The customer did not have a check strip or control solution. Also pt was using elite sensors lot number 1e05km expiry dated 11/02. A request was made to return the entire system for eval. Follow-up with the customer will be made.